Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) had a patient who they were considering doing ect (electroconvulsive therapy) on. The hcp had no patient name, no device information, no timeline, no idea who manufactured the device, but wanted to know what the guidelines were. The hcp noted that the implantable neurostimulator (ins) was apparently disconnected from the leads and the patient¿s ins ¿didn¿t work for¿ them, which occurred 25-35 years ago.